Event description:
The customer reported the system displayed an x-ray disabled error message. This message likely resulted in a loss of x-ray generation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hdd connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.